Event description:
It was reported that the lead would not insert into the header block. Prior to the report the reporter had them loosen the set screws and try to re-insert, to no avail. The reporter was then told to turn the lead fifteen degrees and re-insert. This was attempted multiple times with no success of getting past the last chamber. The healthcare provider (hcp) stated that it was the last ¿three to four millimeters¿ that could not advance into the header block. It felt like it was getting hung up on something and at the same spot. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.